Event description:
Allegedly the patient felt a pain and doubted the loosening of cup and armd issue. Revision surgery was performed.

Manufacturer narrative:
Conclusion; no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was dimensionally inspected and photographic images were made.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01030, 01031. This event occurred in (B)(6).